Event description:
It was reported that a user concern was raised regarding meal announcements on the ilet, with the care team questioning whether the user was intentionally announcing smaller meal sizes to influence insulin delivery; the user stated they were announcing meals correctly and that blood glucose had not been adversely impacted, and no device malfunction was identified. No symptoms or blood glucose affect were reported. Outcomes included no health consequences of lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage-related issue characterized as announcing incorrect size meals to influence insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.